Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: (B)(6) 2020 2426-0500 383695 20043412 2426-0500 lot # 20043412 has pin hole leaks in the flexible part of the tubing customer response: ¿ are you able to provide a date for the incident reported? (B)(6) 2020 ¿ can you provide additional details on the leakage? O did the leak occur in the pump segment (the portion that goes into the pump)? If not, can you describe in detail where the leak occurred? Pump part/flexible part o what was being infused when the leakage took place? Precedex ¿ was there any adverse event(s) as a result of the reported defect? No

Manufacturer narrative:
The customer reported pin hole leaks in flexible part of tubing (identified as silicone segment). Received was a used primary set model 2426-0500 with package lot 20043412. A "precedex" label was affixed along the lower portion of the set. The set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. Fluid drops were observed along the engagement of the silicone segment and lower fitment components. Further visual inspection under magnification observed a tear in the silicone segment p/n 12088541 area directly above the lower fitment component. The tear was measured as approximately 0.03 inches in length. No other damage or issue was observed. Although damage was observed, the primary set was reprimed. Close inspection observed fluid leaking from the tear. No leak or issue was observed from anywhere else. Equipment used (inspection and measurement performed on (B)(6) 2020): - ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record search for model 2426-0500 lot 20043412 shows the set was manufactured on 24apr2020 with a total of (B)(6) units built. There were no related quality notifications issued during the production build of this set. The customer's report of leaks in silicone segment was confirmed. The cause of the leaks was identified as due to a tear in the silicone segment component. The root cause of the observed damage was not identified. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: (B)(6) 2020 2426-0500 383695, 20043412 2426-0500 lot # 20043412 has pin hole leaks in the flexible part of the tubing. Customer response: are you able to provide a date for the incident reported? (B)(6) 2020. Can you provide additional details on the leakage? Did the leak occur in the pump segment (the portion that goes into the pump)? If not, can you describe in detail where the leak occurred? Pump part/flexible part. What was being infused when the leakage took place? Precedex. Was there any adverse event(s) as a result of the reported defect? No.